Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical korea; the customer's report was observed and the battery interconnect board was replaced. The device was recertified and returned to the customer. The battery interconnect board was returned to zoll medical us; the report was duplicated and attributed to foreign substance on a filter inductor on the battery interconnect board. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll korea for evaluation. The customer's report was observed and attributed to the battery interconnect board. The battery interconnect board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.